Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.5-10.0cm, 13.0-13.8cm and at 16.9-19.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was found at 46.7-47.5cm from the distal tip, consistent with friction to the ICD can. An internal abrasion was found at 31.9-32.7cm from the tip, under the svc shock coil. One of the rv conductor etfe coating and cable wires was melted. This damage could cause the reported low impedance issue. Another internal abrasion was found under the rv shock coil at 5.9-6.5cm from the tip. The re conductor was visible but etfe was intact.

Event description:
It was reported that externalized conductors near the conductor coil were observed via fluoroscopy. Dft testing was performed and the shock failed to convert the patient. External defibrillation was applied. Decreased impedance was found post dft test. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.